Event description:
The information received from the field states that this female patient (age unknown) was presented to the interventional lab for repair of a lesion located in the right external iliac artery. The vessel was described as tortuous. A 6fr. Sheath was inserted and a .014 stabilizer guidewire was used to access the lesion. The information states that after successfully placing a palmaz blue stent at the lesion using a contralateral approach, the physician inserted this balloon for post-dilation. Upon the initial inflation of the balloon, with an indeflator, the balloon separated from the shaft and needed to be snared from the patient. There was no adverse consequence to the patient.